Manufacturer narrative:
The reported complaint of a damaged head restraint wire was confirmed during visual inspection of the returned autopulse platform (sn (B)(4)). To remedy the issue, the top cover needs to be replaced. Evaluation of the autopulse platform during initial power up, revealed "system error, out of service, revert to manual CPR" error message. The defective processor board needs to be replaced to remedy the fault. In addition, unrelated to the reported complaint, found damaged front enclosure, bottom enclosure, grip strips and battery lock. The autopulse platform is a reusable device and was manufactured in december 2008 and is 10 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The customer has decline the repair, therefore, the defective parts were not replaced. The platform was tagged with a sticker "not for clinical use" and has been returned to the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, the head restraint wires on the autopulse platform (sn (B)(4)) were observed damaged. The platform was returned to zoll for evaluation. During functional testing, a system error, out of service, revert to manual CPR message appeared upon powering on the device. There was no patient involvement.